Event description:
It was reported that during a total knee procedure, the blade broke at the cutting end. It was also reported that there were no adverse consequences to the pt or user as a result of this event. It was further reported another blade was available and the procedure was completed successfully.

Manufacturer narrative:
The blade subject to this investigation was not returned to the MFR for eval, it was discarded. Lot number info has not been provided to permit further investigation. The root cause is undetermined.